Manufacturer narrative:
Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Device inspection is currently pending at the facility and the reported malfunction has not yet been confirmed. A supplemental report will be submitted upon completion of the investigation.

Event description:
A other health care professional contacted technical service to report that the viking m, mobile lift had an issue, the lift failed and broke where the mast meets the lift arm. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Device inspection was not possible, therefore a root cause into the reported event could not be confirmed. Due to the age of the lift, the customer decided not to repair the lift. Account stated they would be scrapping the lift and replacing with a new lift. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Although there was no adverse event reported and the root cause of the reported issue could not be confirmed. If the reported incident were tor recur during use it could lead to serious injury or death.

Event description:
A other health care professional contacted technical service to report that the viking m, mobile lift had an issue, the lift failed and broke where the mast meets the lift arm. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.